Event description:
Subsequent to the previously filed report, additional information was received. On (B)(6) 2023, a secondary mitraclip procedure was performed. A mitraclip was implanted without issue. The procedure was successful, and the patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 3-4 was due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 health effect - impact code 4614 was removed.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. One mitraclip ntw was implanted and the mr was reduced to grade 2+. On (B)(6) 2023, an echocardiogram was performed and revealed recurrent mr with grade 3-4+, and that the clip completely detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). No additional information was provided.